Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2000, mesh was implanted and on (B)(6) 2004, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/28/2016. Additional/ corrected information.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to foreign body in bladder and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent due to urethral hypermobility, sui, cystocele, rectocele, and bilateral para vaginal defects. No additional information was provided.